Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Device history record (DHR) review was conducted for the radio frequency controller. The lot was released meeting all qa specifications. (B)(4).

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint cc#(B)(4).

Event description:
It was reported the physician performed a novasure endometrial ablation on (B)(6) 2017 and had difficulty seating the electrode array. After the second attempt, the device was seated and the procedure was completed. The physician then performed a laparoscopic sterilization and "a left fundal uterine perforation associated with thermal changes was noted. The tip of the novasure was seen protruding through this perforation. A focus of blanched serosa consistent with thermal injury was also identified at the right fundal region but without perforation. Additionally, thermal changes were seen along the right pelvic side wall". There were no injuries to the patient's vial structures including the bowel.